Event description:
It was reported than an occlusion alarm occured. . Customers blood glucose level was"high""although specific value was not provided. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.